Event description:
Patient reported that back to back tests performed on the ss meter (within 10 min of each other using separate finger sticks) were 299 and 130 mg/dl (79% difference). The pt stated that mouth was getting dry. Control solution test result (144) was in range. Lfs rep discovered pt does not clean meter regularly and reviewed cleaning and use of control solution. The meter was replaced. There was no allegation of harm.